Manufacturer narrative:
Investigation: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with hemogard¿ stopper / shield separation and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. Pr# (B)(4).

Manufacturer narrative:
(B)(6). Results: (B)(4) samples were returned by the customer in support of this complaint. When their closures were removed, all (B)(4) caps separated from their stoppers. A review of the DHR was carried out and no issues relating to the reported defect were identified. Conclusion: evaluation of the returned samples indicated that the closures had separated whilst being removed from the tubes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. (B)(4).

Event description:
It was reported that when opening the stopper of a 16 x 100 mm x 8.5 ml bd vacutainer® sst ii plus plastic serum tube. Gold bd hemogard¿ closure, the plastic stopper separated from the rubber stopper. No injury or medical intervention.